Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal and the distal conductor of the lead became extrinsically distorted due to pulling/stretch ing/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix would not retract. The lead was not used, a second lead was attempted and was damaged during retraction. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.